Event description:
It was reported the customer had a keypad anomaly. The customer's mother stated the numbers on their keypad was scrolling when attempting a bolus. Customer's blood glucose was 269 mg/dl. The customer could not recall any significant events leading to the keypad issues. It was also found the customer had several cracks around their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm during testing. Unit had minor scratched display window, cracked case at display window corners, battery tube threads and cracked reservoir tube lip.